Event description:
Pt's one touch basic meter was reading blood as control. While troubleshooting, the meter would not turn on. This issue was not resolved with troubleshooting. The pt had contacted a medical professional for phone advice. Unk if they were treated. They were shaky and sweaty. No adverse event reported. There was no further clinical info reported.